Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during follow up check, the implantable pulse generator (ipg) exhibited telemetry problem with unstable connection to programmer. Connection lost after one to two minutes of interrogation session. Several attempts of unsuccessful re-connections with different programmer occurred, resulting in syncope of patient due to inability of reprogramming. It was also reported the right ventricular (rv) lead exhibited high thresholds, unstable thresholds, exit block and suspected fracture. The ipg and rv lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during follow up check, the implantable pulse generator (ipg) exhibited telemetry problem with unstable connection to programmer. Connection lost after one to two minutes of interrogation session. Several attempts of unsuccessful re-connections with different programmer occurred, resulting in syncope of patient due to inability of reprogramming. It was also reported the right ventricular (rv) lead exhibited high thresholds, unstable thresholds, and suspected fracture. The ipg and rv lead were explanted and replaced. No further patient complications have been reported as a result of this event.